Manufacturer narrative:
One cadd solis vip pump was returned for the evaluation of the reported issue. The device was received with no external damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed evidence of "cassette not attached properly" messages. To further investigate, a functional test was performed. Customer problem was not duplicated. The downstream sensor will be replaced as a preventative measure. No further actions taken. As a preventative measure.

Event description:
Information was received regarding a cadd solis vip pump. It was reported that the device kept detecting "downstream occlusion"; also alarmed "cassette not attached properly reattach cassette" when the latch was in closed position. There was no patient, or clinician injury associated with these occurrences. No further details provided at this time.